Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the cephalic vein. An 8.0 x 60, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon was inflated up to 14 atmospheres for 2 minutes. When trying to deflate the balloon, it would not fully deflate. After several minutes of trying and waiting with no success, the physician then used a syringe to manually deflate the balloon. The physician then carefully removed the balloon over the wire with the nurse holding onto the introducer sheath. The balloon was in 10% undeflated state. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6) hospital. Device evaluated by MFR.: a mustang 8.0 x 60, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 5mm in length and extended from a position 3mm proximal of the distal markerband to 8mm proximal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the cephalic vein. An 8.0 x 60, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon was inflated up to 14 atmospheres for 2 minutes. When trying to deflate the balloon, it would not fully deflate. After several minutes of trying and waiting with no success, the physician then used a syringe to manually deflate the balloon. The physician then carefully removed the balloon over the wire with the nurse holding onto the introducer sheath. The balloon was in 10% undeflated state. The procedure was completed with another of the same device. No patient complications were reported.